Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer does not recall blood glucose level. Customer stated he resolved the issue with an infusion set change. Customer reported a past event, unable to perform troubleshooting on the device. Customer stated once he changed the tubing he was able to prime the line. No further information reported.